Event description:
It was reported within a week post implant, that the patient presented to the clinic due to hearing a patient alert. Interrogation revealed the right ventricular (rv) lead impedance was consistently greater than 200 ohms for both the superior vena cava and high voltage coils. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage.